Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: v amf3232c200tu, serial/lot #: (B)(4), ubd: 01-may-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant stent graft system was implanted in a patient for the endovascular treatment of a >200mm dissection. It was reported one day post the index procedure that the patient suffered from paralysis post the csf drain removal. Per the physician, the cause of the event cannot be determined. No additional clinical sequelae were reported and the patient will be monitored.

Manufacturer narrative:
Fdc code added at investigation completion. If information is provided in the future, a supplemental report will be issued.